Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump does not working anymore. The reservoir cannot stay in place. The pump was not delivering insulin. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. Unit received with all operating currents within spec and passed the rewind, unexpected restart error test, prime test, excessive no delivery test and displacement test. Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads.